Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Customer purchased a flowflex plus 4-in-1 kit that provided invalid results. Only the ctl appeared on the covid/flua&b side. No ctl line appeared on the rsv side. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. Customer declined a replacement and is not willing to send a picture of the test cassette showing the invalid results.